Event description:
The graft was secure at the superior and distal limbs; however, the patient had multiple lumbar arteries, which were feeding blood to the area and causing major type 2 leakage and thrombus. Patient underwent an open procedure in 2002. Post operatively it was determined that renal vein injury was present, which led to nephrectomy of kidney. The patient's condition was also complicated by pneumonia. Ischemic colitis caused bowel to lack sufficient blood flow resulting in a colectomy. Additionally, the patient's wound split and sepsis set in. Three months later, the patient died of multiple organ failure.

Manufacturer narrative:
The device was not returned. Notification of patient death was received as feedback on a mailing sent july 2006, to physicians who follow ancure patients. Patient was hospitalized in 2002 until her death.